Event description:
Device has been discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: no observed openings in the photo. In the photo observed two devices without labeled both devices appears to be intact it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, left-side "encapsulation" and later confirmed rupture. Patient undergone palpation. Device has been explanted.

Event description:
Healthcare professional reported, left-side "encapsulation" and later confirmed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.